Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to the doctors and diagnosed with an abscess. The patient also stated that the site was red and it was said to be size of a pancake. The doctor lanced the site and prescribed bactrim (bid 800/160 tab).